Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that during the fill tubing, the numbers were not appearing on the screen. It would just loop during the fill tubing process. The customer did not receive a no reservoir error. Insulin was squirting out during the manual prime process. The insulin pump alarmed compromised force sensor system. They were unable to exit the preparing to prime loop. The customer did not receive a second series of beeps nor did the numbers appear on the screen. Customer's blood glucose level was 7 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unable to prime at 2.5 pounds during prime test due to partially detached end cap. Device was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.